Event description:
Additional information was received as follows: the patient recovered with treatment and the event was resolved.

Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 6.1 in diameter thoracic aortic aneurysm. The proximal neck was 26mm in diameter and 8mm in length. It was reported that the same day as the procedure there was acute blood loss / anemia. Due to blood loss during the procedure and hypovolemic state the patient was transfused with 1 unit of packed red blood cells. No additional clinical sequelae were reported.

Manufacturer narrative:
It was additionally reported that the patient presented with pulmonary edema, 2 days after the index procedure, caused by post-surgical changes that was assessed by the investigator to be related to the study procedure. The patient was treated with medication. The event was reported to be unresolved and the patient is still being treated with medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it was reported that the patient also presented with atelectasis 2 day post index procedure and after treatment the event resolved 6 weeks later. It was reported that the patients pulmonary oedema resolved with treatment at the same time. The patient remains on medication for this. If information is provided in the future, a supplemental report will be issued.